Event description:
It was reported that first procedure was faraview for pulmonary vein isolation and the second procedure was cavotricuspid isthmus ablation (cti) with farapoint. The physician administered 0.3mg of nytro as prophylactic right before the ablation. During the last application of pulse field ablation with farapoint close to ivc (inferior vena cava), st elevation was observed. A coro (coronary angiography) was performed, and stenosis was identified, and 1.5mg nytro was given intravenously. According to the physician, the procedure/device may have caused or contributed to the event, as the st elevation occurred during farapoint cti ablation following prophylactic administration of 0.3 mg nitroglycerin. The st resolved immediately during the perfusion of 1mg of nytro IV. Stenosis was no pre existing and observed during the case. The patient was discharged 1 day after the procedure and fully recovered. The procedure was completed using original device.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.